Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: transcatheter correction of the scimitar variant with dual pulmonary venous drainage¿an international multicentre series b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter correction of the scimitar variant with dual pulmonary venous drainage¿an international multicentre series", was reviewed. This research article is a retrospective multicenter experience to evaluate the feasibility of transcatheter treatment of scimitar syndrome when there is drainage of the anomalous veins to the inferior caval vein and the left atrium. The devices included in this study were 18mm amplatzer muscular ventricular septal defect occluder, 10mm amplatzer vascular plug ii, 18mm amplatzer amulet left atrial appendage, and amplatzer vascualr plug IV. The article concluded that by identifying alternative pathways to the left atrium, a transcatheter approach in some patients with scimitar variant with dual pulmonary venous drainage is possible. [The primary and corresponding author was shakeel qureshi, department of paediatric and congenital cardiology, evelina london children¿s hospital, london, UK, with corresponding e-mail: shakeel.qureshi1@nhs.net.]. This study included patients with the scimitar variant with dual pulmonary venous drainage treated with the transcatheter approach. The average age was 9.25 years. The majority gender was male. Comorbidities included chest infections, dyspnea, and cardiac defects.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug 2 were reported in a research article in a subject population with multiple co-morbidities including chest infections, dyspnea, and cardiac defects. Some of the complications reported were patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transcatheter correction of the scimitar variant with dual pulmonary venous drainage¿an international multicentre series b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter correction of the scimitar variant with dual pulmonary venous drainage¿an international multicentre series", was reviewed. This research article is a retrospective multicenter experience to evaluate the feasibility of transcatheter treatment of scimitar syndrome when there is drainage of the anomalous veins to the inferior caval vein and the left atrium. The devices included in this study were 18mm amplatzer muscular ventricular septal defect occluder, 10mm amplatzer vascular plug ii, 18mm amplatzer amulet left atrial appendage, and amplatzer vascualr plug IV. The article concluded that by identifying alternative pathways to the left atrium, a transcatheter approach in some patients with scimitar variant with dual pulmonary venous drainage is possible. [The primary and corresponding author was shakeel qureshi, department of paediatric and congenital cardiology, evelina london children¿s hospital, london, UK, with corresponding e-mail: shakeel.qureshi1@nhs.net.] This study included patients with the scimitar variant with dual pulmonary venous drainage treated with the transcatheter approach. The average age was 9.25 years. The majority gender was male. Comorbidities included chest infections, dyspnea, and cardiac defects.